Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an elevated and sudden rising on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.